Event description:
The pt received 2 scs trial leads with the same lot number. It was reported the pt's spouse called the sjm rep describing what sounded like an infection at the scs lead insertion site(s). The physician was consulted and advised the pt to go to the emergency room for the scs trial leads to be removed. The infection at the scs lead site was confirmed and treated with antibiotics. Follow-up identified that to the sjm rep's knowledge, the pt is "doing fine".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.